Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the intermittent image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged printed circuit board was discovered and caused the unit to shut down and generate an alarm when the insufflation outlet was blocked or when gas was being expelled. After replacing the faulty board with a new one, the issue was resolved. The unit passed all functional tests in accordance with manufacture standards. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was experiencing an intermittent power issue during procedure preparation. According to the initial reporter, the unit would power off whenever gas went inside from the cylinder. Reportedly, this device never made patient contact.